Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's reservoir compartment on their insulin pump did not hold the reservoir securely. The reservoir sometimes falls out of the pump. The patient's blood glucose at the time of incident was 20.0 mmol/l. The caller confirmed that there were no missing parts on the reservoir. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip and the reservoir tube missing o ring.